Event description:
After use with an atherectomy device, the guide wire separated in 2 pieces. The separated segment was located inside the guiding catheter and removed from the pt without the use of medical intervention. Another guide wire was used with another atherectomy device, and the same event occurred.